Event description:
The pt is implanted with an scs system of off-label use. After the lead was placed impedance issues were found. X-rays were taken and revealed the lead anchor was covering a few lead contacts. The pt is receiving coverage where needed most. No further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.